Event description:
The end user's wife reported that the end user experienced episodes of bleeding and was seen by nurse from nurses specialized in wound, ostomy and continence canada (nswocc) and she thought that there was a laceration at the very base of the stoma due to the moldable being too tight. He thought his stoma measurement was thirty two mm and he was using the thirteen to twenty two mm sized product. The third time when he experienced bleeding he applied calcium alginate on his own. He was also give silver nitrate but did not use it. No photo is available at this time.